Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 562 mg/dl at the time of incident. Customer¿s other blood glucose level was 426 mg/dl at the time of call. Customer was dehydrated and lot of headache. Customer was treated with syringe and insulin pen. Customer did not allege insulin pump was under delivering. Customer was advised that she needs to perform the high pressure test and all the other troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.